Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72400098; batch/lot number 1000032933 and 1000039274; model/catalog description balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced dysuria with the bladder not completely emptying and recurring urinary tract infections with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis: cuff analysis:dysuria was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction pump analysis: dysuria was reported. The ams800 control pump was visually inspected and functionally tested. It performed within specifications. No leak was found. Balloon analysis: dysuria was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 67.1 cmh2o. It is rated at 61-70 cmh2o. Additional product component: model number/catalog number 72400024 and 72400098 serial number: null and null batch/lot number 1000032933 and 1000039274 model/catalog description balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced dysuria with the bladder not completely emptying and recurring urinary tract infections with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.